Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level exceeded safe levels, displaying "high" to address the high blood glucose, the customer administered a correction bolus via the pump and used multiple daily injections (mdi). Reportedly, the customer will continue to use current pump; will rely on an alternate method of insulin therapy if necessary.